Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in a pulmonary anatomy location. Imdrf patient code e0704 captures the reportable event of aspiration.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon dilatation balloon was attempted to be used in the trachea during a subglottic stenosis procedure for dilation performed on (B)(6) 2026. During the procedure, under general anesthesia in the operating room following prolonged intubation, the balloon failed to maintain pressure when inflated with water. The device was removed, and a leak was confirmed. Additionally, the water that had flowed into the patient's lung was aspirated. The procedure was completed with another device of a different model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.